Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an inadequate seal and there was bleeding after the procedure. The physician was not comfortable using the device and had poor hemostasis on a previous case and the patient came back with a hematoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.